Event description:
The complainant reported a (B)(6) male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp optical device. Attemps to place the 14 fr introducer resulted in a dissection of the common femoral artery. The patient was noted to have vessel calcification. Introducer insertion and impella support was aborted and an intra-aortic balloon pump was used for support. It's unclear what intervention was administered as a result of the vessel dissection.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.